Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to be in good condition, with no physical damage found. The problem was duplicated, with the cassette not connecting properly and reattach cassette being shown. The downstream occlusion (dso) sensor was not working properly and needed to be calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave a constant message that the cassette was not connected correctly. The event occurred in the recovery room central operating room under the supervision of a healthcare professional. There was no patient involvement, and no patient harm/adverse event reported.